Manufacturer narrative:
(B)(4) clip falls into the patient in an open state. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to lock onto the tissue and fell off into the patient. It was reported that it is unknown whether or not the clip was completely closed since the locking mechanism did not engage. The clip was left in the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.